Event description:
Caller has been using the onetouch glucometer to check her glucose readings for years now. She alleges the first reading was with her older device and she obtained a reading, when the test was repeated with the newer device the onetouch verio reflect there was a difference of 18 points between the readings. Caller is very concerned about the readings as this can potentially cause serious problems with insulin dosing by either giving too much or too little insulin based off the inaccurate readings. She believes these devices need to be better regulated to ensure their accuracy as the margin of error is unacceptable. The newer device the onetouch verio reflect does not give a1c averages. The issue of inaccurate readings has been ongoing for decades since she started using the devices.